Event description:
It was reported to baxter (B)(4) that a flo-gard infusion pump experienced a inoperative keypad; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with an inoperative keypad was confirmed during evaluation. The cause of the reported condition was determined to be a keypad failure which caused an f37 error code. The keypad was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device history record review revealed that the data card was discarded per doc. 20j retention period.